Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered. The ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was unable to pass autotest due to broken feed through wires which is damage consistent with damage occurring during the explant procedure and not related to the reported event.

Manufacturer narrative:
Initial reporter phone number: (B)(4).

Event description:
It was reported the patient gained weight and the ipg could no longer communicate with external devices. In turn, the ipg was explanted and replaced to address the issue.